Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality could not be determined. However, as established during follow-up, the patient continues to utilize the liberty select cycler without any reported issues. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy reported(rrt) being unable to complete therapy on the cycler due to peritonitis. The patient was reportedly not hospitalized for the serious adverse event and is being treated at the outpatient home dialysis clinic. Follow-up with the patient revealed that the patient is recovering and is not experiencing any issues with his liberty select cycler. The patient reported the abdominal pain and cloudy peritoneal effluent fluid have both resolved, and patient is almost done with the antibiotics (dug, dose, route, frequency, duration not provided) at the home dialysis clinic. Subsequent attempts to obtain additional clinical information (e.g., causality, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy reported(rrt) being unable to complete therapy on the cycler due to peritonitis. The patient was reportedly not hospitalized for the serious adverse event and is being treated at the outpatient home dialysis clinic. Follow-up with the patient revealed that the patient is recovering and is not experiencing any issues with his liberty select cycler. The patient reported the abdominal pain and cloudy peritoneal effluent fluid have both resolved, and patient is almost done with the antibiotics (dug, dose, route, frequency, duration not provided) at the home dialysis clinic. Subsequent attempts to obtain additional clinical information (e.g., causality, medication records, patient demographics) were unsuccessful.